Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) and one (1) unknown zimmer screw for evaluation and one (1) unknown zimmer screw. Visual evaluation was performed, there was signs of use, damage to the implant was identified. The implants collar was fractured. A fractured screw was identified inside implant. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects and implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implant at tooth site 12 fractured at the neck of the implant. Infection and bone loss were also reported. Discomfort, pain, edema and swelling were reported as a result of the event. Implant was placed several years ago.

Manufacturer narrative:
Zimvie complaint number (B)(4). D6a. Implant unknown . G4: premarket identification k011028/k013227. H6: event problem codes, patient code: 1930 and 2377.